Event description:
It was reported that the bd syringe 10ml ll s/c 200 had visible droplets. The following information was provided by the initial reporter: "10 ml syringe when they pull the stopper out there is a liquid on the end of the stopper." Rcc received a complaint via phone. Pir attached 10 ml syringe when they pull the stopper out there is a liquid on the end of the stopper. 10ml 302995 1363524 3159225 (B)(6) customer has samples

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 1363524 and other expiration date includes 2026-12-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2021-12-29.

Manufacturer narrative:
No samples or photos received by our quality team for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note it is possible the ¿liquid¿ observed in the syringe is silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
No additional information.